Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately three (3) months post initial procedure, the patient presented with persistent pain and a suspect infection due to fat infiltration in front of the distal aorta. The patient is currently being treated on IV (intravenous) antibiotics and is in improving condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto graft infection is unconfirmed; there was aortic wall thickening anterior and to the left within the aneurysm, however it could not be conclusively determined if this was an infection. This is not consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest a type ii endoleak (from the lumbar artery) occurred that was not included in the event as reported. This finding was discovered during an examination of the 3-month post CT (computed tomography) scan. In addition, the conicity of the aortic neck was found to measure 17.1 percent (IFU requirement is less than or equal to 10 percent); however, this off-label condition did not appear to contribute to the reported event. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status reported as in improving condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem. G3: awareness date. H6: medical device problem codes; remove 3190. H6: investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately three (3) months post initial procedure, the patient presented with persistent pain and a suspect infection due to fat infiltration in front of the distal aorta. The patient is currently being treated on IV (intravenous) antibiotics and is in improving condition. Additional information received per clinical assessment indicating that a type ii endoleak was also present at time of reported event.